Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, brown particles in the shell, an opening on radius, observed void >1 mm in non-textured valve-to shell-bond area, and wear abrasion. Leak test and microscopic analysis were performed which identified a smooth crease opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on radius assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., g.3., h.3., h.6.